Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the optease filter was placed for dvt treatment; however, the filter was delivered and in place but could not be opened. The device was removed from the patient intact. A new filter was used to complete the case and was released without complication. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). Thrombus was noted to be at the delivery site. The vena cava was noted to have normal shape and size. There was no vessel tortuosity or calcification. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. The filter than failed to deploy. The device will not be returned for evaluation as multiple attempts were made without success.

Event description:
As reported, the optease filter was placed for dvt treatment; however, the filter was delivered and in place but could not be opened. The device was removed from the patient intact. A new filter was used to complete the case and was released without complication. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). Thrombus was noted to be at the delivery site. The vena cava was noted to have normal shape and size. There was no vessel tortuosity or calcification. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. The filter than failed to deploy. The device will not be returned for evaluation as multiple attempts were made without success.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d4, g3, h1, h2, h3 and h6. As reported, the optease filter was placed for dvt treatment; however, the filter was delivered and in place but could not be opened. The device was removed from the patient intact. A new filter was used to complete the case and was released without complication. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). Thrombus was noted to be at the delivery site. The vena cava was noted to have normal shape and size. There was no vessel tortuosity or calcification. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. The filter than failed to deploy. The product was not returned for analysis. A product history record (phr) review of lot 18059048 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter-incomplete expansion¿ could not be confirmed without the return of the device and the sheath, nor a cause conclusively be determined. There are procedural and or handling factors that may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease® retrievable filter from the sheath introducer ensure that: a) the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b) the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter.¿ additionally, the IFU warns users ¿the optease® retrievable filter should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. Neither the phr nor the information provided suggests that the reported events could be related to the design or the manufacturing process; therefore, no corrective/preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, d8, d9, g3, h1, h2, h3 and h6 as reported, the optease filter was placed for dvt treatment; however, the filter was delivered and in place but could not be opened. The device was removed from the patient intact. A new filter was used to complete the case and was released without complication. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). Thrombus was noted to be at the delivery site. The vena cava was noted to have normal shape and size. There was no vessel tortuosity or calcification. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. The filter than failed to deploy. The product was returned for analysis. A non-sterile filter that belongs to the ¿optease retr filter 55¿ product was received inside of a clear plastic bag. The filter was unpacked to proceed with the product evaluation. The filter was thoroughly inspected, and no damages or anomalies were noted, the filter is expanded, as expected. Anomalies and it is expanded as expected. The returned filter was inspected with a vision system to obtain a magnified image. Neither the filter barbs nor the rest of the parts presented any damages or anomalies, and it is fully expanded. A product history record (phr) review of lot 18059048 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿filter-incomplete expansion¿ was not confirmed during analysis of the returned device. The filter was returned fully and properly expanded presenting no damages or anomalies. With the limited information provided it is not possible to determine an exact cause for the event, however, there are procedural/user handling and patient factors (thrombus present at the delivery site) that may have contributed to the reported event. According to the IFU, which is not intended as a mitigation of risk, ¿filter release (or deployment) is performed under continuous fluoroscopy. Prior to releasing the optease® retrievable filter from the sheath introducer ensure that: a) the intended filter location in the inferior vena cava is correct. Should the filter location be incorrect, reposition the sheath introducer; and b) the filter retrieval hook is orientated towards the caudal end of the vena cava. Should the filter orientation be incorrect, remove the sheath introducer (with filter inside) from the patient and discard the system. Recommence the procedure using a new sterile sheath introducer and storage tube with filter.¿ additionally, the IFU warns users ¿the optease® retrievable filter should only be used by physicians who are trained in diagnostic and percutaneous interventional techniques, for instance placement of vena cava filters. Neither the phr, the device analysis, nor the information provided suggests that the reported events could be related to the design or the manufacturing process; therefore, no corrective/preventive actions will be taken at this time.

Event description:
As reported, the optease filter was placed for dvt treatment; however, the filter was delivered and in place but could not be opened. The device was removed from the patient intact. A new filter was used to complete the case and was released without complication. There was no reported injury to the patient. The device was stored properly according to the instructions for use (IFU). Thrombus was noted to be at the delivery site. The vena cava was noted to have normal shape and size. There was no vessel tortuosity or calcification. There was no difficulty or resistance/friction while advancing the deployment sheath to the deployment target. There was no difficulty or resistance/friction while advancing the filter to the deployment target. The obturator remained fixed while the deployment sheath was pulled back over the obturator. The filter than failed to deploy. The device was returned for evaluation.